Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was extracted and replaced in a procedure on (B)(6) 2021. During procedure, the physician noticed the lead body tubing was degraded. Post-procedure the patient was stable.